Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that on (B)(6) 2026 the patient was experiencing hallucinations, dyskinesia, and restlessness, and had recently visited the emergency department where an abscess was incised and new unspecified antibiotics were prescribed for an inflamed skin area. No further information available.